Manufacturer narrative:
Evaluation summary: (B) (4) catheter #2 - customer report was not confirmed for before use. There is dried blood on the catheter tip. The proximal and distal windings along with the balloon latex appear to have pulled off the tip of the catheter and were not returned. There is no damage to the catheter tip area. A device history record review was completed and documented that the device met all specifications upon distribution

Event description:
It was reported that when the end-user open the package, they discovered that the balloon was already broken.